Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. On an unknown date, it was reported when the ascenda catheter package was opened up and checked in the aseptic field, a pump side catheter (proximal) and catheter connector was found in the packet. However, a spinal cord side catheter (distal), anchor dispenser and the insertion needle were not included in the package. Package failure was suspected. The procedure could not be performed with the use of the reported package. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter (lot# n558983005) found the catheter packaging was incorrectly packaged due to a manufacturing issue. The sterile tray was received for analysis with the outer lid (tyvek seal with label) missing. As received, the catheter was out of place and protruding from the inner lid and outer inner tray in two different areas. Only the proximal segment of the catheter, pin connector with two collets attached were received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-01-14 in which it was reported that as this occurred during the middle of a surgery another ascenda package was opened and therefore used. No adverse events occurred. Should additional information be received a supplemental report will be filed.